Manufacturer narrative:
72404156, 1000327671, reservoir 100 ml pc/iz.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to infection. All components were explanted and a new tactra device was implanted.